Event description:
The suspect device was received by the manufacturer. The reason for return indicated on the return product form was "cable not working". An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that a medical professional was having difficulties with her programming system to interrogate a patient's device. Troubleshooting was performed without success. The patient's device was interrogated successfully with another programming system. The usb cable was later replaced which improved the situation, but there was still some intermittent issue. The return of the suspect usb cable is expected but it has not been received to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.